Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage fish mouthed post procedure. The patient was undergoing treatment for a ruptured blister aneurysm located in the right internal carotid artery. The patient's vessel tortuosity was normal. It was reported that the pipeline was implanted on (B)(6) 2024. The device was deployed without issues around the anterior genu, with the proximal end landing in the horizontal cavernous segment. Post deployment the pipeline was open and well apposed which was verified with dyna CT. There was no manipulation of the device by a catheter or wire after the imaging showed sufficient apposition. On (B)(6) 2024 the patient experienced numbness in the right arm and was brought in for an initial angio. Upon examining the angio it was clear that the proximal end of the pipeline had fish mouthed (roughly 80%). At this time they realized the middle cerebral artery (mca) was filling mostly from the contralateral side, most likely causing the arm numbness. No thrombus was noted at this time. During this time the arm numbness began to normalize and the physicians and no manipulation of the device was attempted.  The patient was once again angio'd and the decision was made to extend the fish mouthed vantage with a ped2-450-14 pipeline shield. The construct was then post dilated with a hyperglide balloon. At conclusion of the expansion, apposition of both devices was confirmed with dynta CT. There was no remaining proximal fish mouthing.  As of 26-jul-2024 there was no patient injury attributed to the fish mouthing.  The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the fish mouthing was not determined. There was a five week delay between device implant and fish mouthing with no interventions during that time frame.